Manufacturer narrative:
Updated g4. Expiration date, unique identifier (UDI) #, h4 device manufacturer date and manufacturing site based on manufacturing records received on dec 17, 2020. Manufacturing site: asahi intecc (thailand) co., ltd., pathum thani, thailand, registration number: 3003780911.

Manufacturer narrative:
Manufacturing site: asahi intecc (B)(4), registration number: (B)(4). Polymer jacket of the returned gladius guide wire was found peeled at approximately 100-145mm from the tip and the shaft core wire and coil wire were partially exposed. Microscopic observation found intermittent scratch marks partially reaching the shaft core wire proximal to the peeled segment, which could be attributed to a sharp edge bite. The polymer jacket was found partially running onto the distal jacketed shaft segment. Polymer jacket fragment that was reportedly emitted from the microcatheter was not returned. Lot history review revealed no anomaly relating to the reported event and no other similar product experience report was received. Based on the obtained information and investigation outcome, it was presumed that the distal segment of the asahi gladius guide wire might have been interfered with the calcified lesion, damaging the polymer jacket. As resistance increased between the guide wire and its concomitant microcatheter, the polymer was peeled off. Although it was concluded that this event was not attributed to product quality, a possibility could not be ruled out that fragment(s) of the polymer jacket could be left in patient. The instructions for use (IFU) states: never push, auger, withdraw, or torque a guide wire that meets resistance. Torquing or pushing a guide wire against resistance may cause guide wire damage and/or guide wire tip separation or direct damage to a vessel; if any resistance is felt due to spasm or the guide wire being bent or trapped while operating the guide wire in the blood vessel or removing it, do not move or torque the guide wire. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel; and, [malfunctions and adverse effects] breakage of the guide wire.

Event description:
It was reported that attempts were made to cross a calcified lesion with unknown stenosis in the right sfa with an asahi gladius guide wire and a microcatheter during ppi. When the microcatheter was taken out of the anatomy for investigation as the response from the microcatheter weakened, polymer jacket came out of the catheter. A new asahi gladius guide wire was used to continue the procedure. Blood flow was successfully reestablished by poba and the procedure was completed. There were no adverse patient effects associated with this event after the procedure.